Event description:
Procedure: lavh. Reportedly, near the end of the procedure, the jaw of the instrument disengaged in the surgical cavity. The jaw was removed for the surgical area without any incident or injury. Into the pt's cavity. The jaw was removed from the pt without injury. During routine review, this report was reevaluated. At that time the decision was made to file a report based on the information received.

Manufacturer narrative:
Our technicians received one ls1500 instrument for eval. The seal plate has detached from the moving jaw on the returned instrument. Investigation into similar complaints, concludes this failure is most often caused, when tissue remains stuck to the seal plate, when the jaws are being opened. The instruction for use state the instrument jaws must be frequently cleaned when eschar or tissue accumulates in the device.